Manufacturer narrative:
Initial and final MDR (B)(4). Patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. The patient reported that three infusion sets fail when being placed onto body on (B)(6) 2024. Several have not been inserted fully and when they are inserting fully the cannulas were crimped and caused insulin to not deliver properly. No further information available.